Event description:
This patient had a bilateral breast augmentation with silicone breast gel implants. In 1987, she developed myalgias of both upper arms, anterior thights, fatigue and migraine headaches. In 1988 she devloped a very high ana titer that eventually went to 60. She was diagnosed in 1988 as fibrositis. S he also has sweats and dry eyes. The patient had a bilateral periprostetic capsulectomy with removal of the implants. The right implant was intact and the left implant was sticky with multiple tears.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. The device was destroyed/disposed of.